Event description:
Additional information received identified the patient also experienced pain at her scs ipg site. As a result, surgical intervention took place on (B)(6) 2015 at which time the patient's entire scs system was explanted.

Event description:
It was reported the pt had been experiencing difficulties initiating communication between the ipg and the external devices. The pt also reported feeling intense heating at the ipg pocket site. Replacement external devices were used to no avail. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number is included in field advisories. This ipg serial number is included in a field correction: (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.